Manufacturer narrative:
Age:unknown, information not provided. Date of birth:unknown, information not provided. Weight:unknown, information not provided. Ethnicity:unknown, information not provided. Date of event: (B)(6) 2021 is provided as a best estimate based on source document. Implant date if implanted, give date: not applicable, as shunt was removed/replaced in the initial surgery. Explant if explanted, give date: not applicable, as shunt was removed/replaced in the initial surgery. MFR site telephone number:(B)(4) attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the glaucoma shunt was defective. The tube split when suture was put through it. There was patient contact. A new shunt was opened and the procedure was completed successfully using it. No further information is available.

Manufacturer narrative:
Correction: upon reviewing the complaint folder, it has been determined that the suture used can be a normal part of the shunt surgery. Suture can be placed to partially occlude the tube initially, so the iop can be monitored post op. If iop stays high, suture can be adjusted or removed to modify how much aqueous the tube is filtering. Hence, based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 9614546-2021-07137. G8: correction: in review of medwatch 9614546-2021-07137, this event has been assessed not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.